Event description:
The synex has collapsed totally after patient tried to lift something, spine has turned into kyphosis. More information will be provided next week. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: date of event was reported as (B)(6) 2013. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
The provided x-rays were reviewed by the manufacturer: according to our current information, the first four x-rays (im1- im4) show the situation from december 2010. These four x-rays show a corpectomy with an implanted synex vbr 495.317 (vertebral body replacement) which is expanded to position 4 of 5 incremental positions. Also a posterior fixation system is visible with two polyaxial screws in the vertebra above the corpectomy and two polyaxial screws in the vertebra below the corpectomy. The screws on each side are connected with a bended rod. The two last x-rays (im5 and im6) show the same situation from (B)(6) 2013 (30 month later). According to the event description, the patient had lifted something which lead to the current situation. These two x-rays show an height loss of the vbr. The gap size between the upper endplate of the vbr and its central body suggests that the synex is in position 2 of the 5 incremental positions. The position and/or angulation of the screws, screw heads and rod had also been effected by the event.